Manufacturer narrative:
This complaint could not be classified as we did not receive a sample for evaluation and no further detailed information. This complaint could not be classified as we did not receive a sample for evaluation and no further detailed information. We did not receive a sample but were only notified," during the test to pull out the catheter from the left lower limb on friday (B)(6), the catheter was pull out by ten centimeters, but remained stuck at the level of the mark 12. After notice to the chu several locks of actosolv were carried out without success. Heparin therapy was set up, then a new withdrawal attempt on 23/01 in the morning but failed. Increase in heparin therapy, new test at 3 p.m.: mobilized by 1 cm then rupture of the catheter. The patient was transferred to the marseille university hospital for treatment by a vascular surgeon. The child was transferred to marseille to recover the piece of the catheter, is well. The customer was contacted on 02.02.2021 for further information, which is still not available. Therefore, the complaint is closed without a sample and without further information, such as the duration, disinfectant used, medication and syringe size. From previous complaints we learn of various possible causes of this failure. In most cases, the catheters had then been in place for a longer period and fibrin deposits had formed along the catheter tube, making it difficult or impossible to remove the catheter. Fibrin formation can occur in very rare occasions and can have various reasons: - allergic patient reaction to latex if latex gloves (even unpowdered ones) are worn during insertion. - allergic patient reaction to pur (in very rare occasions). - poor/unfavourable catheter placement, so that the intima is irritated by catheter movements. - the presence of hospital bacteria (on the catheter tip). In case of recurrence (before decontamination of the sample) the catheter tip should be examined in the laboratory. Furthermore, it is also conceivable that the catheter was accidentally pre-damaged by the customer (e.g., by a burst due to the use of too small syringes or mechanical damage (needle, forceps, stylet) during placement) and then completely snapped off under tensile load. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. The tensile force of the catheter tube for the involved batch was 4.5n and therefore was within our specification (min. 1.5 n). We have one further complaint for batch 020920go and 7 further complaints regarding a snapped catheter on code 1261.307 during removal process within the last three years. For your information, the general complaint rate for code 1261.307 from 2018 to 2020 was at 2.6 [?]. No further corrective action initiated by quality management due to the missing sample, no root cause analysis can be made.

Event description:
During the test to pull out the catheter from the left lower limb on friday (B)(6), the catheter was pull out by ten centimeters, but remained/stuck at the level of the 12 cm marking. Based on the notes to the chu several locks of actosolv were carried out without success. Heparin therapy was set up, then a new withdrawal attempt was carried out on (B)(6) in the morning, but failed. Increase in heparin therapy, new test at 3 p.m.: catheter could be mobilized by 1 cm then snapped. The patient was transferred to (B)(6) hospital for treatment by a vascular surgeon. The catheter fragment could be recovered and the patient is well.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
During the test to pull out the catheter from the left lower limb on friday 22th january, the catheter was pull out by ten centimeters, but remained/stuck at the level of the 12 cm marking. Based on the notes to the chu several locks of actosolv were carried out without success. Heparin therapy was set up, then a new withdrawal attempt was carried out on 23th january in the morning, but failed. Increase in heparin therapy, new test at 3 p.m.: catheter could be mobilized by 1 cm then snapped. The patient was transferred to the marseille university hospital for treatment by a vascular surgeon. The catheter fragment could be recovered and the patient is well.